Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was discharged. It was stated that the company representative confirmed that the ins was not in overdischarge. It was noted that a "battery was discharged¿ message was on the clinician programmer. It was reported that no power-on-reset (por) occurred. It was noted that a physician mode recharge (pmr) was started. It was reported that when an antenna locate was performed, the recharge immediately went into a charge screen. It was noted that the patient experienced a shocking/jolting sensation when the stimulation was turned on. It was reported that the stimulation was uncomfortable and was the reason, the patient was not charging the ins. It was noted that the patient had two ins¿s and the one causing the patient discomfort and shocking stimulation was on the right side of the patient.

Event description:
Additional information received reported the patient was having their implantable neurostimulator (ins) removed. The reporter stated the patient did not like their peripheral nerve stimulator.

Manufacturer narrative:
Product ID 37746, serial# (B)(4); product type programmer, patient product ID 3 778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).